Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the recent lightning storm took out the communicator. The cord goes into the back of the communicator was melted. No power going to the communicator. A boston scientific company representative opted to replace the communicator and a return label was sent. The communicator was deactivated. No adverse patient effects were reported.